Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have the blade melted at the tip. There was a burnt hole in the tip of the jaw on one side. The instrument does not have energy capabilities, so the thermal damage likely came from the use of another instrument. There was no material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the large suturecut needle driver (lsnd) was found to have a hole in the jaw section. The customer suspected that the jaw was chipped. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that there was a hole in the jaws. The nurse could not identify whether the hole was due to the instrument being chipped during use or a manufacturing issue. After the procedure, the customer performed an x-ray to confirm that no fragment falling into the patient.